Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of neuropathy in a male, pt, who rec'd super poligrip (formulations unk) for denture adhesion. A physician or other health care professional has not verified this report. At the time of the filing of the legal complaint, the pt (B)(6) and had been wearing dentures for 10 years. On an unk date, the pt started super poligrip (dental). In 2009, at an unk time after starting super poligrip, the pt was "diagnosed with neuropathy attributed to excess zinc and resulting copper depletion...". The attorney claimed "the copper depletion results in the development of, inter alia, a constellation of neurological symptoms generally refferred to as neuropathy and other complications. By the time these symptoms are noticed and eventually connected to excess zinc and copper depletion, permanent neurological and other physical injury has already been suffered by the user." This case was assessed as medically serious by gsk. Treatment with super poligrip was discontinued. At the time of reporting, the events were unresolved.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the products nor lot numbers for these products are available. (B)(4).